Event description:
It was reported that during patient transfer from a wheelchair to a bed the sling clip detached. As a consequence the patient fell out of the bed and sustained leg fracture and rib injury.